Event description:
It was reported that during a scheduled pump replacement, the catheter was not patent and occluded. The pump and catheter were replaced. The drug in the pump was morphine at a concentration of 50mg/ml and a dose of 10mg/day. No symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.